Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient noticed that there was an abscess forming right beside the sensor spot. She saw her healthcare provider, who confirmed that the abscess was caused by the sensor and prescribed mupirocin antibiotic ointment and a ten-day course of oral ceplex (presumed to mean keflex) 500mg four times a day. At the time of the report the abscess was still healing. No additional patient or event information is available.